Manufacturer narrative:
This correction report is being submitted to provide updated impact codes in h6.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. This rv lead was surgically abandoned. No adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. This rv lead was surgically abandoned. No adverse patient effects were reported.